Event description:
It was reported by service report that when the zoom was engaged, the steer would slowly disengage and move into the neutral position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: cam bracket assembly.